Event description:
This clinically sponsored solicited device case form united states was received on (B)(6)2015, from a non-healthcare professional (office staff) via a market research program. Study title: (B)(6). This case involves a (B)(6) female patient who started treatment with synvisc and later had both knees with large effusion on right and mild to moderate on the left, increasing pain the past week, bilateral knee pain and swelling right knee greater than left knee. The patient's medical history was significant for degenerative joint disease (djd) both knees. Past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 2ml once a week for three weeks in bilateral knees weekly. (Indication, lot number and expiry date: not provided). On unknown dates, the patient developed bilateral knee pain and swelling, (right knee greater than left knee). On (B)(6)-2015, treatment with synvisc was completed. On (B)(6) 2015, the patient was seen for follow up of synvisc injection. The patient had increased pain the past week. It was reported that there had been no change in the nature, character or location of the presenting symptoms since the last visit. There were no new associated symptoms or modifying factors. Diagnostic test showed degenerative joint disease (djd), effusion with possible synvisc reaction and comorbidities were noted. The examination showed both knees with large effusion on right and mild to moderate on the left. The same day, 60ccs cloudy yellow fluid from right knee was aspirated and 2ccs betamethasone (celestone) and 8 ccs lidocaine was injected. Also, 15 ccs serosanguinous fluid from left knee was aspirated and 2 ccs betamethasone and 8 ccs lidocaine were injected. The fluid would be sent for culture and sensitivity and cell count. Action taken: no action taken,. Corrective treatment: aspiration, betamethasone and lidocaine for both knees with large effusion on right and mild to moderate on the left; not reported for rest of the events. Outcome: unknown for both knees with large effusion on right and mild to moderate on the left and increasing pain the past week; recovering/resolving for bilateral knee pain and swelling right knee greater than left knee. A product technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported for all events. Company causality: associated for all events. Seriousness criteria: required intervention for both knees with large effusion on right and mild to moderate on the left.

Manufacturer narrative:
Additional information was received on 06/25/2015. Ptc results were added and the text was amended accordingly.

Event description:
This clinically sponsored solicited device case from united states was received on (B)(6) 2015 from a non-healthcare professional (office staff) via a market research program. Study titles: patient support program involving synvisc. This case involves a (B)(6) female patient who started treatment with synvisc and later had both knees with large effusion on right and mild to moderate on the left, increasing pain the past week, bilateral knee pain and swelling right knee greater than left knee. The patient's medical history was significant for degenerative joint disease (djd) both knees. Past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml once a week for three weeks in bilateral knees weekly (indication, lot number and expiry date: not provided). On unknown dates, the patient developed bilateral knee pain and swelling (right knee greater than left knee). On (B)(6) 2015, treatment with synvisc was completed. On (B)(6) 2015, the patient was seen for follow up of synvisc injection. The patient had increased pain the past week. It was reported that there had been no change in the nature, character or location of the presenting symptoms since the last visit. There were no new associated symptoms or modifying factors. Diagnostic test showed degenerative joint disease (djd), effusion on right and mild to moderate on the left. The same day, 60 ccs cloudy yellow fluid from right knee was aspirated and 2ccs betamethasone (celestone) and 8 ccs lidocaine was injected. Also 15 ccs serosanguinous fluid from left knee was aspirated and 2 ccs betamethasone and 8 ccs lidocaine were injected. The fluid would be sent for culture and sensitivity and cell count. Action taken: no action taken. Corrective treatment: aspiration, betamethasone and lidocaine for both knees with large effusion on right and mild to moderate on the left; not reported for rest of the events. Outcome: unknown for both knees with large effusion on right and mild to moderate on the left and increasing pain the past week; recovering/resolving for bilateral knee pain and swelling right knee greater than left knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: not reported for all events. Company causality: associated for all events. Serious criteria: required intervention for both knees with large effusion on right and mild to moderate on the left.